Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated that she was hospitalized due to hyperglycemia. The customer stated that her blood glucose reading at the time of the event was over 400 mg/dl. Troubleshooting was performed, and the programming on the insulin pump was correct. The insulin pump passed the prime test. The high pressure test could not be performed at the time of the initial call because the customer did not have a tubing clamp. The customer called back after receiving the tubing clamp, and the insulin pump passed the high pressure test. Nothing further was reported.